Event description:
Pt had a knee procedure in november during which navigation pins were inserted into the bone. On january 26, the pt was walking down the stairs when the pt experienced a transverse fracture in the femur originating at the site of one of the pin holes.